Event description:
No additional information provided.

Manufacturer narrative:
A detailed analysis of the batch history was conducted, including the verification of quality notifications and maintenance records. During this analysis, no records were found that could potentially be related to the identified defect. We analyzed the photos sent by the customer and were able to confirm the presence of a scratched cylinder, bubbles, and foreign material (white pigment). However, we could not determine the root cause of the incident. According to the fmea (failure modes and effects analysis), possible causes for the incidents are: bubbles: low back pressure (creating voids in the thread). Material with white foreign matter: low mold temperature causing non-homogenization. Scratched material: jamming at the entry and exit of the disks. Considering that this is the first complaint regarding this batch and that it does not exceed the established limit for acceptable quality notification (nqa), and there are maintenance orders indicating the correction of the defects, the identified incident will be monitored for future trend evaluation. Additionally, it is recommended to implement a corrective action plan that includes reviewing cleaning procedures and training the responsible team to minimize the recurrence of similar incidents. Continued monitoring will allow for a more in-depth analysis and identification of any emerging patterns. Completed and training list attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had foreign matter. The following information was provided by the initial reporter: 1) service reports (3) three 5cc syringes without volume scale markings. Affected units are separated and quarantined. 2) service reports during single-dose production (1) one 5 ml syringe with scratches and (1) one 5 ml syringe with traces of white dye, so affected units are separated and quarantined. 3) service reports that during the medication adjustment process, there is evidence of (3) three 5cc syringes with cracks, so the affected units are separated and quarantined. 4) service reports (1) one 5cc syringe with a broken plunger, so the affected units are separated and quarantined.